Manufacturer narrative:
(B)(4). The customer's complaint that the tubing leaked could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the precedex infusion was noted to be leaking between the non-bd connector and the tubing. The patient had an open chest and was highly unstable. The leak resulted in the patient not being adequately sedated and moving too much. There was no report of lasting harm or intervention.